Manufacturer narrative:
The device was not returned for inspection and was evaluated on the basis of photographs. One of the jaw blades is bent away from the other, making it impossible for the instrument to perform its clamping function and conceivably due to rough handling. Review of the device history record revealed no issues during manufacturing and confirmed device conformance to specifications at time of release.

Event description:
During vascular surgery for dialysis access, the debakey ring handle bulldog clamp would not close properly to stop blood flow and the artery kept bleeding out. It was reported that no patient death occurred. Repeated attempts have been made to obtain additional information on patient outcome, but none has been forthcoming.